Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per gsc qc - there is a large band of noise that appears in the image when the probe cable is flexed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of noise that appears in the image when the probe cable is flexed is confirmed; there is a large amount of noise displayed at the bottom of the ultrasound image when the probe cable is flexed. The probe was received in good condition with no physical damage noted. The root cause of the reported issue is an internal failure in the probe cable. The failure appears to be use-related as the probe has been in the field for 2 years. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Per gsc qc - there is a large band of noise that appears in the image when the probe cable is flexed.